Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the performa system. The patient performed a test at night and the blood glucose result was 70 mg/dl. Since the result was too low, the patient was treated with chocolate and fruit juice. Another test was performed later and the result was 70 mg/dl. The timeframe between the blood glucose results was not provided. During the night, the parents of the patient tried to increase his blood glucose level but they could not. They took him to the hospital since they thought the blood glucose level was too low. The blood glucose result at the hospital was 850 mg/dl. They performed a blood glucose result on the patient's meter within a minute and the result was 65 mg/dl. The patient was treated with serous fluid and insulin. It is unknown on how long the patient was in the hospital. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.